Event description:
A false positive advia centaur xp troponin ultra result was obtained for a pt sample. The physician questioned the result. The pt sample was repeated and the result was negative. Pt treatment was not prescribed of altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The customer declined service - no further action taken. The instrument is performing within specifications. No further eval of the device is required.